Event description:
Kimberly-clark received a report stating, used the pads on a (B)(6) child. Two large universal pads, one under arms and back and the other under the legs. Pads were used in interventional radiology during a neuro ir procedure and the child has a burn on the calf of the leg. Machine was set to maximum temperature of 41 degrees centigrade. Rectal temperature maintained at 37 degrees centigrade. Procedure time 0800-1330. Due to femoral cannulation there was pressure applied to the right thigh area which would have increased pressure to the right calf. It was noted after the procedure, while still in the or that there was swelling of the right leg. No redness to calf or ankle noted at that time. Or team felt the swelling was due to the fluids given during the procedure as well as the pressure applied to the thigh. It was noted, at 1430 in the pacu, redness to right calf, anterior ankle and heel. Patient was seen by plastic surgeon, diagnosed with 1st degree burn. No treatment given. Two days post procedure neuro fellow as well as anesthesiologist noted the symptoms were subsiding. Patient warming machine was model 1000, (B)(4). Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. The device was not returned to kimberly-clark for analysis. Clinical guidelines state that the pads should not cover more than 18-20% of the body surface. Large pads are indicated for patients greater than 5' 8" tall. The facility plans to offer inservicing on the patient warming system every six months. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.